Manufacturer narrative:
Evaluation: cross support tube.

Event description:
It was reported by service report that the customer states stretcher has a broken weld. It is unknown if there was patient involvement or if there are adverse consequences to report.